Manufacturer narrative:
Correction: please retract this report 2017865-2025-96107 as there is no allegation malfunction noted on the device.

Event description:
New information received notes that there is no allegation malfunction noted on the pacemaker. There is a low impedance issue noted on the rv lead. The rv lead was replaced.

Event description:
It was noted that the merlin website was not reporting the alerts that the impedances of the pacemaker and the right ventricular (rv) lead were out of range. No intervention was made, and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.